Event description:
The manufacturer sales representative reported that the device had black powder coming out of the blade mount head at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.